Event description:
Approx. One week after device was applied for a distal radius fracture, during a previously planned surgery, it was noted that the ball joint had loosened. Md retightened the ball joint. There was no injury to the pt.